Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The 2.5x15mm trek balloon catheter was advanced to the lesion for pre-dilatation. Resistance was met during advancement due to the calcified lesion. The balloon ruptured at 14 atmospheres during the second inflation for 3 seconds due to the heavy calcification. Several subsequent, non-abbott balloons also ruptured. Finally, a non-compliant balloon was used to dilate the lesion and a drug eluting stent was deployed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.